Manufacturer narrative:
The investigation determined that lower than expected vitros phyt patient results were obtained. An ocd field engineer performed service actions to multiple analyzer subsystems. However, it could not be confirmed that the equipment issues addressed by service were related to the event. In addition there is no evidence to suggest a malfunction of vitros phyt lot 2605-0128-8170. The root cause of the event is unknown. However, a difference in performance due to the phyt calibrations in use on the two vitros 5600 analyzers cannot be ruled out as a contributing factor to the event. The investigation is ongoing.

Event description:
A customer observed lower than expected vitros phyt patient results (patient 1 results = 10.7, 10.8 ug/ml; patient 2 result = 11.4 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected patient samples were repeated on an alternate vitros 5600 analyzer (repeat of patient 1 results = 15.6, 15.0 ug/ml; repeat of patient 2 result = 14.5 ug/ml), and the customer believed the repeat results to be correct. There was no allegation of harm to patients as a result of this event. This report is number two of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics, inc. (B)(4).